Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle has some damage to it which is a risk to glove ripping intra-operatively, which could potentially cause sterilization issues or at worst scratch through gloves to skin during its use.

Manufacturer narrative:
Additional narrative: the complaint description states that the handle has some damage to it which is a risk to glove ripping intra-operatively, which could potentially cause sterilization issues or at worst scratch through gloves to skin during its use. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.